Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 461 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer had blurred vision from their high blood glucose. Troubleshooting found the drive support cap appeared to be normal. The customer declined to check for the presence of leaks or air bubbles. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will be returned for analysis.